Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the log files captured a loss of power to the mobile power unit with low power hazard alarms on 15dec2024. The system continued to operate at the set speed and was supported by the system controller's emergency backup battery until the external power was restored. There were no other unusual events recorded in the log file history. The equipment was operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of loss of power while connected to the mobile power unit (mpu) was confirmed via the submitted log files. On (B)(6) 2024 at 13:40:17, the log file captured low voltage hazard and power cable disconnect alarms consistent with a loss of power to the unit while connected to the mpu. The onset of the loss of power was not captured in the log file due to the data being overwritten. The alarms resolved on (B)(6) 2024 at 13:40:20 once external power was restored. The backup battery supported the system without issue during the event. The no external power event did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding the patient status, if the mpu had a v-lock connector on ac power cord, if the ac power cord came loose at the wall outlet or back of the unit, if there were any environmental circumstances that could have affected the ac power at the time of the event, if any product was exchanged or will be returning, and the serial number of the mpu; however, no additional information has been provided and to date, no product has been received for further analysis. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the heartmate mobile power unit not being reported. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.